Event description:
Pt reported that after injection with juvederm (volume/concentration unk) in the oral commissures the pt "broke out" with "small, hard red bumps" at the injection site and developed a "bacterial infection." Pt reported that antibiotics of amoxicillin and bactrim had been prescribed, but the pt felt that the symptoms had not resolved. Supplemental info received from the treating physician states that the pt was seen and a bacterial and viral swab was done and no infection was found. The treating physician stated that the symptoms were a "reaction" at the injection sites. Per the treating physician, the pt was treated with a topical antibiotic and a topical steroid and the symptoms are much improved. The treating physician also stated that the pt may have been treated with a steroid injection by a consulting dermatologist. Attempts to obtain add'l info from the dermatologist were unsuccessful. Further follow up conducted with the injecting physician's office noted that the pt was originally injected with juvederm ultra plus xc in the upper lip and oral commissures and had returned approx 4 months later demanding hyaluronidase to treat an allergic reaction. The injecting physician did not feel that it was necessary. The injecting physicians office staff stated that the pt "had a zit" on the face and a dry patch of skin. The staff member continued to explain that the area affected by acne appeared to be aggravated by scratching and the physician did confirm with the pt that the pt had scratched at the area. At the pt's request the pt was treated by the injecting office with hyaluronidase to hasten the resolution of the pt's symptoms and not to prevent worsening of the symptoms that may lead to permanent damage. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).